Event description:
It was reported that the patient developed a system infection. The ICD system was explanted. The chronic medtronic right ventricular lead was capped (B)(6) 2025. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".